Event description:
It was reported that the power button was unresponsive and the touchscreen timed out on its own without being programmed to do so. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up from technical support, and further information could not be obtained. Customer was out of warranty and in the process of renewal.